Event description:
The lay user/patient called lifescan (lfs) on oct 17, 2007, alleging the one touch ultra2 meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation as the medical affairs specialist was unable to reach the customer. The patient reported, meter results of 113 and 106 mg/dl, which were performed within 10 mins of each other. She also reported a result of "0", however, when the rep walked the patient through the memory, the result was not found. The patient reported that after the reported issue began, she felt shaky, dizzy, weak, and unable to speak. The patient denied receiving medical attention or taking action following use of the meter. The meter was replaced. It would have been helpful to know: the times of the results reported, the time the symptoms began, how the symptoms were treated, her medication regimen, and the use of the meter for her diabetes regimen. This complaint is reported, although the comparison appears to have been in specifications, the patient reported that after the reported issue began she developed symptoms that can be suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.